Event description:
Olympus was informed by the biomed technician at the user facility that the customer high-definition liquid crystal display has a no image defect; ¿upon shipping and installation including delivery, the input image from the serial digital interface (sdi) terminal is not displayed. ¿ the problem found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to olympus repair for evaluation. The customers reported problem was confirmed, sdi 2 was found not functioning due to a defective (qb) circuit board. Additionally, there are several deep scratches on the front display screen. Unit passed all other functional tests. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the serial digital interface terminal was not displayed due to a faulty printed-circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.